Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s pump user guide indicates, "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing." Device not returned.

Event description:
It was reported that air bubbles were observed in the cartridge tubing. Reportedly, customer disconnected the tubing at the luer lock connection. Tandem technical support (cts) educated the customer on proper disconnection locations. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 359 mg/dl.